Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received a 24ga nexiva catheter-adapter extension assembly along with an open-empty package from lot number 9179619 and a 10ml syringe. Through the visual/microscopic evaluation of the unit, the extension tubing revealed a cut/slit at about 18mm from the nose of the straight adapter. . A water-air leak test as performed where leakage was observed. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a damaged pallet. The tubing was pinched between the gripper fingers and the pallet. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, translated from japanese to english: there is something like a pinhole leaking from the route.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: there is something like a pinhole leaking from the route.